Event description:
Patient wtih indwelling catheter was placed on belly bag. After several hours, he reported abdominal pain and was sent to the emergency room where it was determined (in error) that the catheter was malfunctioning. Catheter was replaced and patient was sent home. He later returned to the emergency room with the same complaint. At that point, it was determined that the belly bag was malfunctioning. The belly bag was then replaced, relieving problem.